Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump cracked and broke after being dropped. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that there was a dot on the main screen like it blew it out. The customer's mother stated that the insulin pump turns on but nothing was functioning. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to verify missing segment due to physical damaged to the lcd glass. The insulin pump had minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.